Manufacturer narrative:
Continuation: product ID 977a260, serial#(B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the patient's device has fluctuating impedances on lead. "Setting not available" was seen on remote. Patient falls frequently which may have led or contributed to the issue. Rep tried to re-program around the lead. The issue has not been resolved at the time of this report. Surgical intervention has been planned (B)(6)2018. No further patient symptoms or complications were reported in this event. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the controller screen displayed a ¿setting not available¿ message. Patient stated his controller wasn't working and was giving the ¿setting not available¿ screen when he tried to increase. Patient said he charged up the unit and it was able to charge. Troubleshooting included reducing intensity down to 0 on active group and then increase intensity. Patient decrease from 3.1 v to 0, he was able to increase it back to 0.4v, and the screen came up again. It was mentioned that decreasing the stim ¿takes forever¿. A replacement controller would be sent to patient. It was noted the message ¿setting not available¿ and cannot provide the desired intensity setting on controller. Additional information was received from patient on (B)(6) 2018. Patient met representative (rep) yesterday and impedance showed contact 11 was red and a few others on the same lead were orange. Rep stated impedances would fluctuate as patient changed positions, sometimes clear but contact 11 remained red. It was stated patient falls a lot so that might have something to do with it, but the last fall was 6 weeks ago. It was mentioned they were able to reprogram around the issue but still had one program that they couldn't resolve the oor. Rep stated the other programs were not in oor and patient was able to get therapy with these programs. Rep told patient to call back in a week if programming wasn't insufficient. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep was received. Rep stated that the patient¿s weight was unknown, and the provided information had been confirmed with the physician. No further patient symptoms or complications were reported in this event.